Event description:
The pharmacist complained of questionable inr results for 1 patient from coagucheck xs meter serial number (B)(4) compared to the laboratory result. At 1:15 pm the result from the meter with a fingerstick was >8.0 inr and the repeat result from a different finger was >8.0 inr. The patient was treated with vitamin k based on the high inr results. A sample was collected for the laboratory 45 minutes after the meter results. The result from the laboratory was 5.5 inr. The reagent used was requested but was not known. There was no adverse event from the vitamin k treatment. The patient's condition was "fine" and there were no signs of bleeding. The patient was not anemic, no heparin, no lovenox, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no illness, and no new medications. The patient has had no changes in diet, no changes in illness, no changes in medications, no bleeding, and no bruising. The patient's therapeutic range was 2 - 3 inr. The qc was acceptable. The customer material was returned for investigation. The investigation of the customer material in comparison to retention material and comparable masterlot test strips did not show abnormalities: qc 1: 1.3 inr, qc 2: 1.3 inr, qc 3: 1.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.1-1.5 inr). All measurements were without error messages. Relevant retention test strips (lot 345215) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.